Event description:
During f/u to another unrelated complaint, the pt's peritoneal dialysis (pd) nurse reported the pt was hospitalized for congestive heart failure and fluid overload. The following is based on medical records received from the pt's clinic: the pt was admitted to the hosp due to "acute on chronic congestive heart failure and fluid overload". Her pd prescription was adjusted but the pt remained in fluid overload. Add'l labs drawn on admission showed bicarbonate was 27, with possible acute and chronic respiratory acidosis. The pt was treated with bipap. The pt developed atrial flutter and was cardioverted to normal sinus rhythm. She became acutely ill on (B)(6) 2014 and was moved to intensive care unit (ICU) for respiratory distress and co2 retention. A temporary hemodialysis catheter was placed and pt had a good response to hemodialysis. On (B)(6) 2014, the pt was transferred out of intensive care for a few days, but was transferred back to ICU with respiratory distress due to inadequate peritoneal dialysis. The pt's breathing improved and she was able to return to peritoneal dialysis prior to leaving the hosp. The pt was discharged home on (B)(6) 2014.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info a MDR's will be filed against the cycler while undergoing review by post market clinical department and mfg plant.